Event description:
A user facility reported that on (B)(6) 2025, hematology results that flagged for review were not being held as intended and were released to the patient's chart. User facility reported this observation after conducting an upgrade of their laboratory information system (lis). User facility was uncertain as to whether this was an issue with data innovations' instrument manager device or (B)(4) beaker (lis) and reported issue to both (B)(4), a distributor of instrument manager. Upon investigation with the user facility, it was determined that the user facility uses instrument manager (im) as a pass through only, meaning laboratory orders are sent from the lis to instrument manager and im communicates those orders to the instrument. When the results have completed, the instrument will communicate results to im and im will send to the lis where the user facility conducts their review of the results prior to releasing. Data innovations' instrument manager is not involved in the interpretation or holding of the user facility's results and was determined not to be the root cause of the issue reported. While this is not a malfunction of the instrument manager medical device, it is being reported due to the facility's inability to provide a statement of patient impact regarding results not being held after an upgrade.